Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf device code a010402 captures the reportable event of stent migration. Imdrf patient code e2114 captures the reportable event of perforation. Imdrf impact code f23 captures the reportable event unexpected medical intervention.

Event description:
It was reported to boston scientific that an advanix biliary stent was implanted during a procedure in the duodenum. The procedure date is unknown. During an emergent follow-up on (B)(6) 2023, computed tomography (CT) scan was performed and it was found that the stent migrated, and one side of the pigtail perforated through the duodenum into the peritoneum. The perforated duodenum was closed using a boston scientific mantis clip device and the advanix biliary stent was retrieved using rat tooth forceps which successfully completed the procedure. There was no new stent implanted to replace the explanted advanix biliary stent. It was reported that the patient has experienced symptoms causing the emergent follow up. The patient's condition at the conclusion of the procedure was reported to be stable.